Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "damaged soft keys," was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be second and third soft keys and the "ok" key were functioning intermittently. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had damaged soft keys. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.